Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. No bends or kinks were observed on the soft cannula. A leak test was performed and no leaks were observed. No damages or deficiencies in the fluid path were discovered. Pod data indicates there was no struggle to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose to 368 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (site), the pod's cannula was found bent. It was also reported by the patient that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.